Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated and anatomy location are unk. The physician was having difficulties delivering the 2.25x8mm taxus atom stent to the lesion. The stent was removed outside the pt and the physician believed the stent felt flared. The physician successfully completed the procedure with another of the same device with no harm to the pt. No pt injuries or complications were reported. Pt condition listed as "ok."

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).